Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No excessive no delivery alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. All buttons functioned properly. No damage in the keypad assembly was noted. No button error alarm was noted. No unlocked lcd keypad connector during visual inspection noted. No solid circle or icon anomaly noted. No watchdog alarm/anomaly noted. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 200mg/dl at the time of incident. Troubleshooting found that the screen is frozen and the keypad is not responsive. Customer also indicated that the pump alarmed low battery and customer previously received a replacement battery cap which did not resolve the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.